Event description:
Main body device was inserted into the patient, there was some manipulation required for the device to cross the iliacs as well tracking through the aneurysm. The device was deployed with ease and the system retracted from the patient without any issues. When the scrub nurse removed the device from the supporting stiff wire and placed it on her sterile trolley the top portion of the nose cone broke away with ease from the system. No adverse events were noted and the procedure continued with a good result for the patient. Patient outcome - "no adverse events."

Event description:
Main body device was inserted into the patient, there was some manipulation required for the device to cross the iliacs as well tracking through the aneurysm. The device was deployed with ease and the system retracted from the patient without any issues. When the scrub nurse removed the device from the supporting stiff wire and placed it on her sterile trolley the top portion of the nose cone broke away with ease from the system. No adverse events were noted and the procedure continued with a good result for the patient. Patient outcome: "no adverse events."